Manufacturer narrative:
Other applicable components are: product ID 37092, serial# unknown, product type: accessory; product ID 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information received from the patient reported that they were getting poor communication on their patient programmer. The patient reported that they weren't able to connect with the antenna attached, but were able to connect without the antenna. It was noted that the patient was able to communicate with their implantable neurostimulator recharger (insr). The patient reported that they were receiving chemotherapy treatment at the time and had a program with high settings on and they were unable to turn the settings down or switch programs due to the poor communication issue. The patient stated that they used their insr to turn the stimulation off when they got home and their stimulation is still off. It was noted that the overstimulation issue occurred a day prior to the date of this report. The repair department was contacted and replacement devices were requested. Additional information provided on (B)(6) 2016 reported that the patient received their replacement programmer but it still didn't work with the antenna attached. The patient reported that they were still the "poor communication" screen with the antenna attached. A replacement antenna was then requested. Indications for use are spinal pain and peripheral causalgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.